Event description:
Dr was placing a femoral central line in pt. And was removing the spring-wire guide from the multi-lumen catheter when the spring-wire appeared to become caught and with another attempt to pull the spring-wire out the wire appeared to become more flimsy. Dr. Was able to remove the spring-wire completely intact. Once it was removed it looks like the coils where pulled apart.